Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows: inratio2 inr: 4.5, repeat = 7.2. Patient therapeutic range: 2-3; usually between 2.2-2.6. Customer called back on (B)(6) 2013 and using the same lot he observed the following results; inratio inratio inr=4.1, one hour later poc inr=4.1, seconds later inratio inr=3.9. Customer satisfied with readings, he will consult the physician regarding his inr being higher than his therapeutic range.